Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2009, patient was pre-operatively diagnosed with: lumbar instability, degenerative disk disease with radiculopathy and underwent following procedures: bilateral pedicle screw instrumentation at l4, bilateral pedicle screw instrumentation at l5, bilateral pedicle screw instrumentation at s1, l4 laminectomy, l5 laminectomy, bilateral foraminotomies, l4 and l5 posterior lateral fusion with structural arthrodesis using autologous bone and bone morphogenetic protein. As per op notes ¿the bone which had been harvested was then placed on a sponge almost which had been soaked previously in bmp, these were formed in the sacral ala, this was done bilaterally.¿ patient alleges unspecified injury due to the use of rhbmp-2.